Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd nexiva¿ closed IV catheter system there was an issue with leakage at catheter junction. The following information was provided by the initial reporter, translated from (B)(6) to english: after connected with flush during priming it is noticed that leakage at catheter junction.